Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported a child patient experienced two issues with the infusion sets. The first infusion set's tubing was detached from the connector where it goes into the site and the second infusion set never stuck to the body. Patient's blood glucose level was 120 mg/dl at the time of this event. Moreover, in the first infusion set, the tubing was detached from the connector when it was first opened and in the second infusion set, there was no visible damage when first opened. Therefore, the infusion set was replaced and insulin was resumed successfully.. No further information available.